Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, adhesions, draining sinus tract secondary to mesh infection, abscess cavity, open wound, and prior mesh eroded. The device had been used with unknown spiral tacks. Treatment provided for these conditions include revision surgery, repair of hernia with parietex mesh, diagnostic laparoscopy, open lysis of adhesions, removal of infected mesh, small bowel resection, elevation of myocutaneous flap, and wound vac.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, adhesions, draining sinus tract secondary to mesh infection, fistula, abscess cavity, open wound, prior mesh eroded, pain, inflammation, scarification, mesh encapsulation and lack of adequate ingrowth. The device had been used with unknown spiral tacks. Post-operative patient treatment included revision surgery, repair of hernia with parietex mesh, diagnostic laparoscopy, open lysis of adhesions, removal of infected mesh, small bowel resection, elevation of myocutaneous flap, and wound vac.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced obstruction, perforation, recurrence, adhesions, draining sinus tract secondary to mesh infection, fistula, abscess cavity, open wound, prior mesh eroded, pain, inflammation, scarification, mesh encapsulation and lack of adequate ingrowth. The device had been used with unknown spiral tacks. Post-operative patient treatment included exploratory laparotomy, enterectomy with staple side to side enteroenterostomy, medication, revision surgery, repair of hernia with parietex mesh, diagnostic laparoscopy, open lysis of adhesions, removal of infected mesh, small bowel resection, elevation of myocutaneous flap, and wound vac.

Manufacturer narrative:
Additional info: a4, b5, b7, d6b, g1, g3, h6 (added patient codes). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced obstruction, perforation, recurrence, adhesions, draining sinus tract secondary to mesh infection, fistula, abscess cavity, open wound, prior mesh eroded, pain, inflammation, scarification, mesh encapsulation, lack of adequate ingrowth, enteritis, dilation of bowel, adhesive disease, abnormal wbc, abnormal creatinine levels, positive for enterobacter cloacae; streptococcus agalactiae; staph, fluid collection, fibrosis, foreign body reaction, abnormal hemoglobin, hemorrhagic granulation tissue, fistula tract, discomfort, nausea, vomiting, diarrhea, abdominal pain, loss of consciousness, dehydration, tenderness, syncopal episodes, hypovolemia, drainage from surgical wound, necrotic tissue, tunneling wound, purulent greenish tan drainage, diaphoretic, erythema, tachycardia, low grade temperature, serosanguinous drainage, firm indurated fluid collection, bulging, two fistulous tracts, scar tissue, non-healing surgical wound, rash. Post-operative patient treatment included exploratory laparotomy, enterectomy with staple side to side enteroenterostomy, medication, revision surgery, repair of hernia with parietex mesh, diagnostic laparoscopy, open lysis of adhesions, removal of infected mesh, small bowel resection, elevation of myocutaneous flap, wound vac, CT scan, ventral abdominal wall repair with mesh anchors, x-ray, wound care, IV hydration, bipap, multiple ho spitalizations, ng tube, antibiotics, necrotic tissue debrided, pain medication, abdominal wound sharply debrided, exploratory laparotomy, stapled anastomosis, drainage of abdominal wall abscess cavity, several tacks inside the abscess cavity were removed, hypergr anulation tissue cauterized, wound cauterized, rash treatment. The device had been used with unknown spiral tacks.

Manufacturer narrative:
Additional info: h6 (patient codes, ime e2402: abnormal white blood cell count, abnormal hemoglobin levels, induration). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information: b5, b6, b7, h6 (added patient conditions to e2402) e2402: sinus tract, abnormal wbc, abnormal bun/creatinine levels, abnormal hemoglobin levels, induration. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced obstruction, perforation, recurrence, adhesions, draining sinus tract secondary to mesh infection, fistula, abscess cavity, open wound, prior mesh eroded, pain, inflammation, scarification, mesh encapsulation, lack of adequate ingrowth, enteritis, dilation of bowel, adhesive disease, abnormal wbc, abnormal bun/creatinine levels, positive for enterobacter cloacae; streptococcus agalactiae; staph, left rectus muscle hematoma, bowel thickening, fluid collection, fibrosis, foreign body reaction, abnormal hemoglobin, hemorrhagic granulation tissue, fistula tract, discomfort, nausea, vomiting, diarrhea, abdominal pain, loss of consciousness, dehydration, tenderness, syncopal episodes, hypovolemia, drainage from surgical wound, necrotic tissue, tunneling wound, purulent greenish tan drainage, diaphoretic, erythema, tachycardia, low grade temperature, se rosanguinous drainage, firm indurated fluid collection, bulging, two fistulous tracts, scar tissue, non-healing surgical wound, skin irritation with odor, pustules, & rash. Post-operative patient treatment included exploratory laparotomy, enterectomy with st aple side to side enteroenterostomy, medication, revision surgery, repair of hernia with parietex mesh, diagnostic laparoscopy, open lysis of adhesions, removal of infected mesh, small bowel resection, elevation of myocutaneous flap, wound vac, CT scan, ventral abdominal wall repair with mesh anchors, x-ray, wound care, IV hydration, bipap, multiple hospitalizations, ng tube, antibiotics, necr otic tissue debrided, pain medication, abdominal wound sharply debrided, exploratory laparotomy, stapled anastomosis, drainage of abdominal wall abscess cavity, several tacks inside the abscess cavity were removed, hypergranulation tissue cauterized, wound cauterized, silver nitrate applied, & rash treatment. The device had been used with unknown spiral tacks

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced obstruction, perforation, recurrence, adhesions, draining sinus tract secondary to mesh infection, fistula, abscess cavity, open wound, prior mesh eroded, pain, inflammation, scarification, mesh encapsulation, lack of adequate ingrowth, enteritis, dilation of bowel, adhesive disease, abnormal wbc, abnormal creatinine levels, positive for enterobacter cloacae; streptococcus agalactiae; staph, left rectus muscle hematoma, bowel thickening, fluid collection, fibrosis, foreign body reaction, abnormal hemoglobin, hemorrhagic granulation tissue, fistula tract, discomfort, nausea, vomiting, diarrhea, abdominal pain, loss of consciousness, dehydration, tenderness, syncopal episodes, hypovolemia, drainage from surgical wound, necrotic tissue, tunneling wound, purulent greenish tan drainage, diaphoretic, erythema, tachycardia, low grade temperature, serosanguinous drainage, firm indurated fluid collection, bulging, two fistulous tracts, scar tissue, non-healing surgical wound, rash. Post-operative patient treatment included exploratory laparotomy, enterectomy with staple side to side enteroenterostomy, medication, revision surgery, repair of hernia with parietex mesh, diagnostic laparoscopy, open lysis of adhesions, removal of infected mesh, small bowel resection, elevation of myocutaneous flap, wound vac, CT scan, ventral abdominal wall repair with mesh anchors, x-ray, wound care, IV hydration, bipap, multiple hospitalizations, ng tube, antibiotics, necrotic tissue debrided, pain medication, abdominal wound sharply debrided, exploratory laparotomy, stapled anastomosis, drainage of abdominal wall abscess cavity, several tacks inside the abscess cavity were removed, hypergranulation tissue cauterized, wound cauterized, silver nitrate applied, rash treatment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, adhesions, draining sinus tract secondary to mesh infection, fistula, abscess cavity, open wound, and prior mesh eroded. The device had been used with unknown spiral tacks. Treatment provided for these conditions include revision surgery, repair of hernia with parietex mesh, diagnostic laparoscopy, open lysis of adhesions, removal of infected mesh, small bowel resection, elevation of myocutaneous flap, and wound vac.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced obstruction, perforation, recurrence, adhesions, draining sinus tract secondary to mesh infection, fistula, abscess cavity, open wound, prior mesh eroded, pain, inflammation, scarification, mesh encapsulation, lack of adequate ingrowth, enteritis, dilation of bowel, adhesive disease, abnormal wbc, abnormal bun/creatinine levels, positive for enterobacter cloacae; streptococcus agalactiae; staph, left rectus muscle hematoma, bowel thickening, fluid collection, fibrosis, foreign body reaction, abnormal hemoglobin, hemorrhagic granulation tissue, fistula tract, discomfort, nausea, vomiting, diarrhea, abdominal pain, loss of consciousness, dehydration, tenderness, syncopal episodes, hypovolemia, drainage from surgical wound, necrotic tissue, tunneling wound, purulent greenish tan drainage, diaphoretic, erythema, tachycardia, low grade temperature, se rosanguinous drainage, firm indurated fluid collection, bulging, two fistulous tracts, scar tissue, non-healing surgical wound, skin irritation with odor, mesh erosion, pustules, & rash. Post-operative patient treatment included exploratory laparotomy, enter ectomy with staple side to side enteroenterostomy, medication, revision surgery, repair of hernia with parietex mesh, diagnostic laparoscopy, open lysis of adhesions, removal of infected mesh, small bowel resection, elevation of myocutaneous flap, wound vac, CT scan, ventral abdominal wall repair with mesh anchors, x-ray, wound care, IV hydration, bipap, multiple hospitalizations, ng tube, antibiotics, necrotic tissue debrided, pain medication, abdominal wound sharply debrided, exploratory laparotomy, stapled anastomosis, drainage of abdominal wall abscess cavity, several tacks inside the abscess cavity were removed, hypergranulation tissue cauterized, wound cauterized, silver nitrate applied, & rash treatment. The device had been used with unknown spiral tacks

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.